Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were unable to push the insulin through the tubing. The customer's blood glucose was unknown at the time of incident. The customer stated that they would remove the transferguard off the vial first. The representative explained to the customer that the proper way is to set the vial back down on the table and screw the reservoir off of the blue transferguard. The infusion set will not be returned for analysis.